Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) pt registry. The pt was retrospectively enrolled with 8 cm of barrett's esophagus. At the pt's one month follow-up post radiofrequency ablation (rfa) procedure, a stricture was noted which was subsequently dilated. The pt underwent another rfa procedure two months later and a stricture was observed which was dilated. The stricture continued to be present at the pt's follow up appointments and then resolved. Per the physician, the severity of the event was severe, the relationship of the event to the device procedure was definite but there was no device malfunction.

Manufacturer narrative:
Sample was not returned therefore no analysis of the device was performed. Should we obtain additional information pertinent to this event, a follow up report will be submitted. (B)(4).